Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to extrusion of the receiver/stimulator (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient developed a hematoma and infection at the implant site and subsequently was hospitalized on (B)(6) 2023 for a duration of 4 days. During the admission, the patient was administered with antibiotics (specific type and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.